Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stopped working. It was indicated that the power supply was out of specification. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stopped working suddenly. The programmer was returned for service. There was no patient involvement.